Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional called and reported that right-side deflation and an exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed opening device in the anterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification) additional observations: observed creases on the device. Observed, broken plug strap side assessed as an unidentified (tear) opening.

Event description:
Health care professional called and reported that right-side deflation and an exchange of textured devices due to patient's concern with product. Device has been explanted.